Event description:
The insulin was not exiting during manual prime, the set and the reservoir were changed. Troubleshooting was performed. The pump had a no delivery alarm followed by constant tone. The batteries were was changed and the deviec had a alarm. The insulin did not exit suggested the customer to disconnect from the pump and revert to back up plan.